Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. Additional device product codes: erl, hbe. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two drill bits broke during the surgery on (B)(6) 2017. There was no patient harm and all fragments were removed. Patient is reported as being stable. Concomitant devices reported: screw. This report is for one (1) 1.1 mm drill bit/stryker j-ltch with 6 mm stop/44.5 mm. This is report 2 of 2 for complaint (B)(4).